Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for analysis and abbott vascular (av) confirmed there was a broken tine on the collet. A review of the complaint handling database identified no similar events for this lot with the same failure mode. The root cause analysis concluded that the issue is within the expected low risk profile associated with a broken collet tine. Av will continue to trend the performance of these devices.

Event description:
Clarification of the initially reported event: the actuator knob itself was not broken; however, the actuator knob assembly had fully detached.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This report is filed because intervention was required to deploy the clip. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4+. Two clips were successfully implanted, reducing mr to 2. The third clip delivery system (cds) was advanced without issue. Leaflet grasping was successful. After leaflet assessment and during the final closure of the clip with the arm positioner, a noise was heard (as a rupture). After removal of the release pin, the actuator knob was rotated 8 times counter clockwise and there was difficulty releasing the clip from the cds. It was observed that the threaded rod of the actuator knob was broken and the clip was impossible to detach from the cds. Troubleshooting attempts were performed for twenty minutes, but were unsuccessful. The threaded rod was accessible and pliers were used to turn the rod 8 times in the counter clockwise direction and the clip deployed. A total of 3 clips were deployed, reducing the mr to 1. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.